Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert and was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient was given a lifevest for tachycardia therapy if needed, and they would be scheduled for device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert and was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient was given a lifevest for tachycardia therapy if needed, and they would be scheduled for device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. A memory error was recorded on september 18, 2020, followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to a safety mode with limited programmability, in which brady pacing was available, and defibrillation therapy was unavailable. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert and was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient was given a lifevest for tachycardia therapy if needed, and they would be scheduled for device replacement. No adverse patient effects were reported. The device remains in service.